Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 600 mg/dl and blood glucose level went down to 363 mg/dl. The customer did experience symptoms such as nausea as a result of high blood glucose. The customer was treated with bolus. Customer doesn't want to continue troubleshooting. Insulin pump will not be returned for analysis.